Event description:
It was reported that the lead fractured, had steadily climbing and high impedance, and had no capture. It was also reported that the patient experienced dizziness. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.